Event description:
The complainant reported the patient was implanted with an impella cp for mechanical circulatory support. While on support, the patient had access site oozing that required adjustment of heparin administration and the site was redressed. Due to the patient's condition and health, the family withdrew care and the impella device was removed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: access site bleeding impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The investigation for the access site bleed has been completed. Pump was not returned for investigation. Data logs were investigated. The 5s parameters were observed to be in specification. No other issues were observed related to placement signal and optical parameters. There was no issue found during the case. The device functioned/operated to specification. Clinical mentions that there was slight oozing observed and therefore heparin was changed to sodium bicarb solution. But the reason is unknown. Therefore, the root cause of the access site bleeding issue was not determined since product was not returned and insufficient clinical information was provided. Corrections to the initial MFR report: b5-mso review added as it was inadvertently left off the initial report. F6/f8 should have been left blank. G1 MDR reporting contact email. H6 component code 925.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso) and it was determined that use of the device cannot conclusively be associated with the outcome.

Event description:
The complainant also reported that the waveforms on the associated automated impella controller were showing the left ventricle was inverted and above the aorta placement signal at time of the event, and several hours later the waveforms returned back to normal.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed. Pump was not returned for investigation. Data logs were investigated. The 5s parameters were observed to be in specification. No other issues were observed related to placement signal and optical parameters. There was no issue found during the case. The device functioned/operated to specification. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. B1 product problem. B2 updated to death. B5 updated to include the optical signal issue description. H6 updated to include death and optical signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11840. D10 concomitant medical products and therapy dates updated.